Event description:
A customer reported their c10-3v intracavity transducer had a hole in the lens exposing electronics. This probe is associated with the epiq elite ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The remote service engineer confirmed the reported problem and information has been provided to replace the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.